Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
The sales rep reports that the probe melted during surgery approx 3/4 of the way down from the tip. There was no delay in surgery and no adverse consequences to the pt.